Event description:
Per the information provided to the co by the physician's office, the device was removed due to "fluid loss." As reported to the co, the entire device was removed and replaced.

Manufacturer narrative:
Resipump, two cylinders, two rear tip extenders and connector were returned for eval. All components were received detached. Testing of returned components revealed no functional abnormalities. However, lack of tubing exiting connector prevented leak testing from being performed. Both tubes exiting resipump were bent posteriorly upon receipt indicating they had been in the position of extended period of time. Microscopic examination of distal tubing ends revealed all, except cylinder #1 and one end of connector, had markings indicating contact with sharp instrument such as scalpel or scissors. Cylinder #1 and its corresponding connector had markings indicating stress induced rending. Further, distal end of aforementioned cylinder had portions of monofilament protruding from it indicating the tubing has been over-extended and/or torqued for extended period of time. Second separation site was noted in tubing exiting and adjacent to connector. Microscopic examination revealed that it was stress induced, but did not penetrate both layers of tubing indicating it would not have been a site of leakage. Based on qa's examination and info provided, qa concluded that while in-vivo tubes were torqued and/or over-extended while in-vivo. Qa further concluded that this, in combination with device usage over time and connector-induced material fatigue, contributed sufficient stress(s) to rend tubing at both noted sites. This first site would have allowed the loss of fluid and rendered the device inoperable. Thus, qa accepts report that "tubing had fractured at the connector" as cause for surgical intervention.